Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the tip of the customer's 4.5 healix advance br suture with orthocord broke upon insertion during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. No new bone holes were created to complete the case. The sales rep stated that the patient had hard bone. The device was discarded by the customer.